Manufacturer narrative:
The report of the thermogard console (sn (B)(4)) produced a loud noise and stopped running and a blank screen on the display panel was confirmed during functional testing. Possible root cause is a defective power supply. Upon visual inspection no physical damage was observed. During functional testing, the console did not boot up and a slight noise was heard inside the console when the power button was being depressed. Possible root cause is due to a defective power supply. Upon customer approval, the power supply will be replaced, and the device will be further tested to full specification. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for the thermogard console with serial number (B)(4).

Event description:
During the second day of ivtm therapy, the user heard a loud noise and the thermogard console stopped running and the display panel screen became blank. Ivtm therapy was discontinued and adjunct therapy was administered. No known impact or patient consequence was provided.